Manufacturer narrative:
(B)(4). This product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
The customer reports leakage from the catheter insertion site four weeks after placement. The catheter was replaced.

Event description:
The customer reports leakage from the catheter insertion site four weeks after placement. The catheter was replaced.

Manufacturer narrative:
(B)(4). The customer returned one single-lumen cvc for evaluation. A visual inspection was performed and no issues were identified. The catheter body was measured and was found to be within specification. Functional testing was performed by connecting the extension line of the catheter to the lab leak tester and clamping off the distal end of the catheter. There should be no liquid leakage from the cvc catheter in the form of a falling drop when tested at 45 psi for 30 sec when tested per bs en iso 1055-1 annex c. The leak tester was turned on and the pressure was increased to 45 psi and held for 30 seconds. No leaks were observed from any region of the catheter while testing. A device history record review was performed and no relevant findings were identified. The customer reported issue of the catheter leaking in use was not determined during the sample investigation. Visual, dimensional, and functional inspections were performed and no issues were identified. A device history record review was performed and no relevant findings were identified. As no problem was found with the returned sample no further action shall be taken at this time.